Event description:
It was reported that a spectrum pump keypad was damaged. During baxter's functional testing of the device, keypad output anomalies were observed. The customer stated that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and the (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected. Ag will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.